Manufacturer narrative:
An event regarding loosening involving a securfit shell was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned for evaluation. Medical records received and evaluation: not performed as no medical records were provided for review. Device history review: all devices accepted into final stock conformed to specification. Complaint history review: there have been no similar previous reported events for this lot ID. Conclusions: the exact cause of the event could not be determined because no patient medical records were provided and the device was not returned for evaluation. No further investigation for this event is possible at this time. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Surgeon commented that patient was dislocating. He wanted to exchange liners and put in constrained liner. During surgery and removal of original liner cup came loose. New cup, liner and head were implanted.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Surgeon commented that patient was dislocating. He wanted to exchange liners and put in constrained liner. During surgery and removal of original liner cup came loose. New cup, liner and head were implanted.